Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient was having problems with the stimulator not helping them. They could not seem to get it adjusted on the right program where it did any good. They were up every hour at night going to the bathroom since implant. They called the manufacturer representative twice last week, but were not able to get ahold of them. The patient had tried every program on different amplitudes already. They had never felt stimulation sensation since implant, but were told their sacral nerve was still responding to the system. The patient was redirected to their healthcare provider to further address the issue and to determine the appropriate interventions to address their therapy concerns. They noted they had an upcoming appointment in april.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.